Event description:
I have diabetes type 1 for over 50 years. Our health plan group health switched our blood sugar monitors from onetouch ultra 2 to onetouch verioiq. The new meter reads about 10 over the old when blood sugars are between 60 and 100. When blood sugars are 150 or more it reads 50 to 100 over the old monitor. Problem is if I would have taken insulin at the onetouch verioiq reading I would have taken too much insulin and have gone into a severe low blood sugar reaction. I have been checking both monitors on a daily basis for two weeks with the same results. This meter was recalled in 2013 for another problem. I read other comments about this meter with diabetics that are type 1 with the same problem occuring. Please take this meter off the market as companies are selling it without checking on the problems that are occuring with this meter. Our group health plan will only carry this monitor, why they allow to use this meter with the problems that are occuring is questionable.